Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.

Event description:
Info received indicates the bed's hydraulics wouldn't function due to a leaking hydraulic power unit.